Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did locate 3 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ es - drawer failed - 2c ¿ case:(B)(4)¿ drawer failure ¿ case:(B)(4) ¿ cubie pocket not opening a review of the device history record for (B)(6) was performed from the date of manufacture, 23-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy half height drawer five was unable to be recovered by the user. A field service engineer replaced the faulty full height drawer position sensor and reinstalled the drawer back on the cabinet. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had a cubie pocket that was unable to open. The user was unable to remove the medicine when issuing it to a patient, which caused the delay, and they had to get it from another station in the meantime. There were no adverse events or injuries reported based on this incident.